Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09sept2019. Field service engineer (fse) confirmed failed exhalation flow sensor. The fse inspected the device and found the exhalation flow sensor needs to be replaced. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator was measuring low tidal volumes. There was no patient involvement.